Manufacturer narrative:
The patient's age or dob and weight are unknown. This information was not available from the facility. The balloon was unable to deflate initially. Recurrence of the malfunction could result in the balloon unable to deflate, vessel obstruction, possible limb ischemia, or requiring surgical intervention. No patient injury reported. Patient information regarding relevant tests or laboratory data are unknown. This information was not available from the facility. The angiosculpt device was returned intact to a 0.014" guide wire. Visual examination found the scoring element detached from the distal bond, but remained intact to the intermediate bond. The scoring element was located over the distal tip. Multiple wrinkles were observed on the transition tubing and the shaft was accordion and kinked. Based on the complaint details, it is probable that the accordion shaft caused or contributed to the initial balloon deflation issue.

Event description:
The angiosculpt balloon did not collapse upon deflation and was not able to be removed initially. The balloon was re-inflated twice and the balloon finally collapsed. The balloon was able to be removed with no harm to the patient. Upon inspection, the catheter shaft was collapsed like an accordion, likely due to a large amount of pressure while pushing the balloon across the lesion.